Manufacturer narrative:
On (B)(6) 2019 immucor technical support used a remote electronic connection method to assess files on galileo echo v2.0 instrument serial number (B)(4); no errors were seen during testing and the camera report was within specification. On july 23, 2019 immucor technical support used a remote electronic connection method to assess files on galileo echo v2.0 instrument serial number (B)(4); no errors were seen during testing and the camera report was within specification. On july 26, 2019 immucor confirmed presence of the k antigen on cell 3 of retention capture-r ready-screen lot number r076 in manual capture using retention capture-r indicator cell 221357 with retention anti-k lot k012512f-2. Controls performed as expected. Cell 3 resulted positive as expected. Retention product performed as expected. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019 a customer reported an unexpected negative screen results with capture-r ready-screen 3 on the galileo echo v2.0 instrument.